Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a low anterior resection procedure, the jaws were not completely opened and closed. The procedure was completed with another device.